Manufacturer narrative:
After inspection, the field service representative determined that the software version on the device contained software bugs; which altered the image output, resulting in five patients receiving additional exposure. The software was downgraded to ensure the incident does not reoccur. As the patients were only re-exposed one additional time, the risk of any harm is low. The re-exposure was well below the 1gy threshold of concern. The issue will be monitored by reviewing service tickets to ensure no trend for similar issues.

Event description:
It was reported that a customer received errors while viewing patient images. The issue occured multiple times and as a result, the customer had to re-expose five patients. Each patient underwent an additional exposure to obtain the required images.